Manufacturer narrative:
Concomitant medical products: product ID: neu_cable/snaplid, product type: screening device. Product ID: neu_ens_stimulator, product type: external neurostimulator. (B)(4).

Event description:
The manufacturer's representative (rep) reported intra-operatively impedances testing was performed, with results between 8,000-9,000 ohms. The lead was also tried on the 8-15 port of the multi-lead trialing cable (mltc) with elevated impedances. The patient was unable to feel tingling, but felt pressure at nine volts. The surgeon replaced the lead, and impedance testing was performed which results less than 1,000 ohms and the patient felt tingling. The rep. Was going to be returning the lead.

Event description:
Additional information received from the manufacturer representative confirmed that the lead was returned in a mailer box shortly after the incident. It was noted that no postage was required, therefore there was no shipment tracking number associated with the lead. If additional information is received, a follow up report will be sent.